Event description:
The freedom a/c power supply is a component that enables the freedom driver to be plugged into an external power source. The freedom a/c power supply was not in use by a patient. The customer reported that green connector on the freedom a/c power supply would not attach to the freedom battery charger or the freedom driver. This alleged failure mode poses a low risk to a patient because this issue was observed when the freedom a/c power supply was not in use by a patient. In addition, the reported issue would not prevent the freedom driver from performing its life-sustaining functions. The freedom driver has a redundant power source of onboard batteries. An investigation will be conducted by syncardia. The results of the investigation will be provided in a supplemental MDR.